Event description:
Contact reported that a bone chip was knocked into the canal while implanting a charite artificial disc. This resulted in a second procedure being performed to remove the bone fragment. Contact reported no patient injury as a result of this issue. As surgical intervention occurred an MDR is being filed to document this event.